Event description:
The reporter stated that the registered nurse filled the burette with 70 ml of a fluid. Added gentamicin, and set the pump to infuse the contents in 1 hour. After 1 hour, the registered nurse returned and found the burrette still full. There was no apparent pt impact; however, the antibiotic timing was delayed.